Event description:
A pt reported blood glucose results of 319 mg/dl, 172 mg/dl, 298 mg/dl and 143 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.